Manufacturer narrative:
(B)(4).

Event description:
It was reported that high capture threshold was observed due to a micro-dislodged lead. The lead was repositioned, and the patient had no problems post procedure.